Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-50, serial#: (B)(4), description: artisan surgical lead, 50 cm.

Event description:
A report was received that the patient was experiencing discomfort at the pocket site. It was also reported that the patient's ipg was no longer charging. The patient will undergo an ipg and lead revision procedure.

Manufacturer narrative:
Additional information was received that there will be no further course of action at this time.

Event description:
A report was received that the patient was experiencing discomfort at the pocket site. It was also reported that the patient's ipg was no longer charging. The patient will undergo an ipg and lead revision procedure.